Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to capture. The rv lead was not used and replaced. The patient was ins stable condition.